Event description:
It was reported to the manufacturer, by the end user, per the end user, that the customer reported that the patient rolled over the side-rail of the bedframe and fell, resulting in no patient injury. Agiliti will be performing the testing of the unit. Waiting on agiliti to confirm serial numbers for the products. Complaint # (B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.